Event description:
False positive result(s). User stated that a family member received false positive results causing the family member to self isolate before the holidays and had to notify their close contacts. Took another test the following day (binax) and results were negative. To confirm, later that day took pcr test which was negative. Traveled 90 miles for pcr test and renotification of close contacts of the negative test results.

Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1100069 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100069 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.